Event description:
Caller reported experiencing multiple occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl. The customer temporarily switched to manual insulin injections.